Manufacturer narrative:
Manufacturer became aware of this event upon receipt of returned components as part of CAPA (B)(4) market action. Service provider reports having scheduled for the device to be picked up and returned to their facility in order to perform the market correction as part of CAPA (B)(4). Upon receipt of the device to their facility, the telescoping bars were noted to have been broken. Interviews indicate the end-user's family was not forthcoming as to the circumstances surrounding the component failure. This known failure mode was analyzed at the parent company in (B)(4) and all parts met design specifications. It was, however noted, that this component had failed because it had seen unusual stress which allowed it to fatigue and break over time. It was decided in 4/2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. A new design of this part has been implemented into production as of 6/2015. The re-designed part has been issued to the service provider to address this reported failure. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. Dealer confirmed having received the new components, installed on the device and returned to end-user. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Service provider reported upon receiving device to perform market correction action, they noted the telescoping bars of the back rest were broken. Provider reported the end-user's family was not forthcoming as to the circumstances surrounding the failure. No injuries were reported to have occurred as a result of the component failure.